Event description:
Patient reported that a few weeks after implant with seri during tram-flap surgery on (B)(6) 2014, the patient experienced "redness", patient's abdomen was "distended", there were "bubbles" along the surgical line, which the doctor "lanced" and since then "fluid" has been draining. Treatment also included bactrim and "wet-to-dry saline" on or about (B)(6) 2014. The device remains implanted and is unavailable for return. At this time, the reported event has not been confirmed by a medical or healthcare professional.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Allergan is unable to confirm the events with the healthcare professional, therefore additional event and product details are not attainable. The events of erythema, fluid discharge, "distended" abdomen, and "bubbles" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.